Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected pump error 37 alarm noted. Successfully downloaded history files and traces using thump. Pump error 37 alarm was found on: 08/31/2024 09:07:51.000 pump was cut open to perform visual inspection and found corrosion on the pcba 1, pcba 2, force sensor and motor assembly noted. Pump error 37 alarm was confirmed according in the formatted history file due to corrosion on the motor assembly noted. Please see below for pump error(s)/alarm(s) noted 2 days prior to the event date 31-aug-2024 in the formatted history file. Lostsensor1alert (780) was found on: 08/30/2024 18:45:00.000 lostsensor2alert (781) was found on: 08/30/2024 19:01:00.000 sensorerroralert (801) was found on: 08/31/2024 01:07:49.000 08/31/2024 01:42:49.000 08/31/2024 02:17:49.000 08/31/2024 02:52:48.000 sgcalibrationerror (776) was found on: 08/30/2024 23:22:05.000 08/31/2024 00:18:56.000 sgcalibrationerror2 (838) was found on: 08/31/2024 00:38:43.000 the pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No lost sensor alert, sensor error alert, sg calibration error or unexpected sensor errors or anomalies were noted during testing. Insert battery alarm was found on: 08/31/2024 09:09:13.000 08/31/2024 09:10:08.000, 08/31/2024 09:10:26.000 08/31/2024 09:12:31.000, 08/31/2024 09:12:53.000 08/31/2024 09:14:21.000 08/31/2024 09:15:06.000, 08/31/2024 09:15:06.000 low battery alert was found on: 08/31/2024 09:09:57.000 failed battery alert/battery failed alarm was found on: 08/31/2024 09:08:28.000 08/31/2024 09:09:28.000, 08/31/2024 09:09:38.000, 08/31/2024 09:09:56.000 08/31/2024 09:10:10.000, 08/31/2024 09:10:20.000 08/31/2024 09:12:44.000 08/31/2024 09:15:34.000 power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on 04-sep-2024 at 6:45:59 pm. There was no power data available for the event date of 31-aug-2024. Unable to check power data for low battery alert and failed batt/battery failed alarm. No unexpected low battery alert and failed batt/battery failed alarm noted during testing. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a cracked battery tube threads, a scratched case, a cracked case-corner of belt clip rails near the battery tube compartment and a serial number label fading. The pump passed all the required testing. However, pump error 37 alarm was confirmed according in the formatted history file due to corrosion on the motor assembly noted. During visual inspection, corrosion was also found on the pcba 1, pcba 2 and force sensor noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 37-drive count/time values or changes incorrect for moving or coasting. Too slow or too fast. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed. Customer reported repeated pump error 37. Customer was able to clear the error and pump passed displacement test and self-test. No harm requiring medical intervention was reported. Mmt-1885 was requested, and customer response was the device will be returned. The customer will discontinue the use of the device.